Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months (B)(4). The reported pump power elevations were confirmed per evaluation of the submitted system controller log files. A correlation between the device and the reported events could not be conclusively determined. Device thrombosis, stroke, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized from (B)(6) 2015 after unspecified acute mental status changes. The patient's inr at the time of admission was 2.5 and the lactate dehydrogenase (ldh) level was 800 u/l. A CT of the head showed a left temporal intracerebral hemorrhage with subarachnoid hemorrhage; the etiology was reported as unclear. The patient reportedly developed severe pancytopenia likely related to cytoxan use in the setting of wegener's granulomatosis. Additionally, blood cultures were positive for staphylococcus coagulase-negative bacteremia/sepsis. It was reported that the bacteremia was likely related to an lvad infection. A CT scan of the abdomen noted septic embolization to the spleen. The patient was seen by the infectious diseases team and was started on a regimen of vancomycin and rifampin, which was continued as an outpatient via PICC line after discharge. On (B)(6) 2015, it was reported that the pump powers were high and the patient's ldh was 1049 u/l. The patient was reportedly stable and asymptomatic at the time. The customer reported that use of tpa or other medications was prevented due to the recent subarachnoid hemorrhage. Review of the system controller log file by the manufacturer's technical services representative noted multiple transient power elevations greater than 10 watts that occurred between 1(B)(6) 2015. Another concentration of transient power elevation events began on (B)(6) 2015. The patient was discharged from the hospital. On (B)(6) 2015, the patient presented to an outside hospital emergency department with unspecified symptoms and was intubated and placed on ventilator support. The patient was transferred to the implanting center and was admitted in shock with hemodynamic collapse; abnormal lvad flows and function were reported. The patient's inr at time of admission was 3.5. The customer reported that the assessment indicated possible pump thrombosis in light of the recent suspected embolic phenomena. A review of the log file during this time noted multiple power elevations. A decision was made to withdraw care, the lvad was turned off and the patient expired later that day. The patient's cause of death was reported as septic shock, possible pump thrombosis in the setting of sepsis and coagulopathy, hypoxic/hypercapnic respiratory failure and severe acidemia. A user facility medwatch report was received from the customer with the following information: event date: (B)(6) 2015. Event description: left ventricular assist device (lvad) was implanted on (B)(6) 2014. Due to multiple co-morbidities the patient was removed from the heart transplant list on (B)(6) 2015 and was currently receiving lvad therapy for destination therapy. He developed staph bacteremia with sepsis in (B)(6) 2015, likely related to lvad infection with septic embolization of the spleen. He was undergoing outpatient antibiotic therapy via PICC line, when on (B)(6) 2015 he was admitted for septic shock with hemodynamic collapse. The patient presented in shock with abnormal lvad flows and function. The assessment noted possible hmii pump thrombosis with recent suspected embolic phenomena. A decision was made to withdraw care and the lvad was turned off, and patient expired at 1:00pm on (B)(6) 2015. Vad interrogation: pump flow 12, speed 9180 r.p.m, pulse index 1.5, pulse power 8.8, above from usual baseline concerning for pump thrombosis. There were no alarms or suction events. The driveline was structurally intact. Downloaded information was submitted to the manufacturer.